Event description:
It was reported that during an unspecified procedure, resistance was encountered and a guide wire coating detachment occurred. The location of the lesion is unk. The 0.035 jag precursor guide wire was advanced through an unspecified guide catheter, however, resistance was encountered and the guide wire was unable to advance through the guide catheter. The guide wire and guide catheter were removed. The guide catheter was again advanced through an unspecified guide catheter after which both devices were advanced through an unspecified endoscope. Upon attempting to advance the guide wire to the desired position, resistance was again encountered. The physician removed the guide wire and noted that the guide wire's distal coating had fractured, exposing the core wire. X-ray imaging revealed that the distal coating remained inside the duodenum. No attempt was made to retrieve the detached coating and the physician thought that the coating "would be evacuate spontaneously". The procedure was completed with another of the same device. The patient's status is reported as "good", it was further noted that upon removal of the guide catheter, "some" kinks were noted on the distal and mid shaft of the device.